Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. No anomalies were found. The returned device indicated a loose/detached set screw and a set screw with a rounded socket. (B)(4).

Event description:
It was reported that during the device changeout procedure, and after connecting the patient's chronic leads to the header of the new device, interrogation revealed low right ventricular pacing impedance, when previously pacing impedance had been within the normal range. The physician attempted to re-insert the lead into the header, but was unable to engage the header's setscrew. The device was not used, and a different device was implanted. The chronic leads were connected to this different device without incident. No patient complications have been reported as a result of this event.